Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillator exhibited ECG interference. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips filed service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device exhibited ECG interference. The fse evaluated the device onsite and determined that the ECG cable was defective. As a result, a new ECG cable was installed, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a faulty ECG cable. Further root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A new ECG cable was installed to resolve the issue, and the device was returned to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.